Event description:
A customer observed multiple (B)(6) anti-hcv results obtained from a single non-vitros biorad virotrol reactive control sample using three different vitros ahcv lot 9090 reagent packs ((B)(4)) on 3 different vitros eciq immunodiagnostic systems. (B)(6) . There was no report of affected patient samples, however; the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. There were no allegations of harm as a result of this event. This report is number two of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4) .

Manufacturer narrative:
The investigation concludes that (B)(6) results were obtained from a single biorad virotrol reactive quality control fluid using three different vitros ahcv lot 9090 reagent packs (pack ID¿s 1159, 1161, and 1162) on 3 different vitros eciq immunodiagnostic systems. The assignable cause for the event is the vitros ahcv lot 9090 reagent packs in use. Multiple vitros ahcv lot 9090 reagent packs in use at multiple sites are producing lower than expected results. The assignable cause affecting the lot 9090 reagent packs is unknown. The investigation is ongoing. There was no indication the vitros instruments contributed to the event. An authorization for field action for vitros anti-hcv reagent lot 9090 was obtained on 30 july 2014. The FDA¿s (B)(4) office will be notified of this issue within the regulations timelines.